Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - china. The device was returned with the batteries removed from the battery pack. Functional testing of the returned product found the device did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found electrolyte leaked inside of the pack. There was no sign of damage to the battery wiring. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the device was spraying less water out. The event timing was pre operation, and there was no patient involvement. Due diligence is complete. Upon investigation, visual inspection of the interior of the pack found electrolyte leaked inside of the pack.